Event description:
The clinician reports the implant was inserted (B)(6) 2008 in ada 14 of the patient's mouth. On (B)(6) 2019 loss of osseointegration was verified. Patient presented with bone type IV, bruxism and inadequate bone quality/quantity. The device was forwarded to the manufacturer. At the event the patient experienced: peri-implantitis, pain and mobility. No further patient complications were reported.